Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove the device could not be replicated in a testing environment; however, a guide detachment was confirmed. The reported guide detachment, difficult to remove and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The device had separated at the guide and the separated portion was removed during the cut-down procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy: the perclose proglide suture-mediated closure (smc) system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8fr, at least two devices and the pre-close technique are required. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a puncture closure of the right femoral vein was attempted using a proglide device with a 24fr sheath after a mitral valve repair procedure. Reportedly, the proglide device snagged the back wall of the vessel and could not be removed. A cut down was performed to remove the device and suture the vein closed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was a reported clinically significant delay in the entire procedure. No additional information was provided.